Event description:
It was reported that during a supply change the user observed fluid leakage at the junction of the connector and tubing, consistent with a device fluid leak associated with the connector/coupler; new supplies were used, drops were observed, the cannula was filled, and delivery was resumed, and replacement supplies were arranged. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed leakage consistent with a seal issue, aligning with a fluid leak at the connector/coupler. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.